Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a damaged enclosure and line cord. The tank cover was cracked along the edges. In addition, the unit had an old style pcb and drain fitting. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. The device leaked. The product problem was attributed to the cracked water tank cover. This product problem was attributed to the user. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the device was leaking. No patient injury or complications were reported in relation to this event.